Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow up, oversensing due to double counting of the wide qrs complex which resulted in loss of capture was observed on the device. The patient was pacemaker dependent, however did not experience any adverse event due the loss of capture. Technical support was contacted and provided reprogramming recommendations. The device was reprogrammed to resolve the event. The patient is stable.